Event description:
The facility's biomed reported a fail code 810:04, which occurred before set up. The biomed did not have information regarding whether there is anyone else baxter product surveillance can contact for additional information. The biomed stated that there have been no reports of any patient incident involving this pump since the last baxter service event.